Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a power switch related malfunction. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The iabp noted that the power switch was not working. The fse replaced the cable assembly to resolve issue. The fse performed the unit checkout. The unit passed all functional and safety tests. The unit has been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site email: (B)(6).